Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received multiple inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) while it was implanted. The device has subsequently been explanted for an unrelated issue reported in 2124215-2021-04087.